Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-05286. It was reported that the patient experienced inappropriate high voltage therapy from their implantable cardioverter defibrillator - ICD and right ventricular - rv lead. The patient presented to the hospital and it was suspected that the lead was fractured. The ICD and lead were explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomalies were found.